Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient increased stimulation from 4.0v to 6.1v because they weren't feeling it, but started to feel pain down their leg instead of stimulation. The call center offered to help the patient decrease, but they declined and said they would do so on their own. As a result of the call, the patient was going to decrease down to 4.5v (to get rid of the pain and they will see if that helps give them better symptom control. The call center reviewed they are welcome to ask the healthcare provider (hcp) about possibly changing programs if that doesn't help control. They noted that they have an appointment on (B)(6) 2019. Twelve days later, patient called back asking to change programs so they did; they were changed from program 6 at 6.1v to program 7 at 6.1v which was comfortable. The call center reviewed therapy expectations and redirected them to their hcp if the adjustment didn't resolve their issue. Additional information was received. Patient reported he had a return of symptoms last week. He said he was going to the bathroom four times in an hour. Additionally, patient said he noticed pain and overstimulation in his leg coming from the incision. He reported he is shaking like he has parkinson's and think it is from the device. He stated he was not able to sleep last night. Patient reported it all started last week and got worse after he went to see the healthcare provider (hcp) to adjust stimulation and the hcp changed it from program 7 to program 6. Patient decreased the stimulation from 4.6 to 4.1 volts. Additional information was received. Patient said he could not feel stimulation so he changed the program and got results. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the cause of the patient not feeling stimulation at 4.0v and 6.1v on program 6 were that they couldn¿t find the right position for the communicator and at the advice of their healthcare provider they said the programmer was set too high. On (B)(6) 2020 additional information was received from a consumer indicating the circumstances that led to the overstimulation coming form their incision were that they began to have vibrations going down from their hip to their right leg. The patient indicated the steps taken to resolve the issue were that the changed the numbers on the programmer to a lower number at 1.8v on program 7. No further complications were reported.